Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a lobectomy procedure, the manual echelon stapler, ec60a locked out midway through transection on bronchus with green reload. Stapler jammed in between second to third firing stroke. Surgeon was walked through troubleshooting steps over the phone but the device still remained stuck on tissue after the recommended troubleshooting steps were performed. The surgeon had to force the jaw of the stapler open resulting in the firing trigger breaking off from the device. The bronchus could not be fully removed from the stapler jaws and the surgeon had to cut off the bronchus to remove the stapler and then proceed to suture. The surgical delay was 45-60 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2021. D4: batch # l52h63. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the anvil bent upwards and the closing trigger was noted to be broken, a gst60g cartridge was loaded on the device. The reload was received partially fired 2/3 with the reload deck damaged. No functional test was performed due to the condition. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage on the closing trigger is possible that the device was clamped over an excess of tissue or a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.